Event description:
Procedure type: hernia. According to the reporter: the pt had surgery on (B)(6) 2012. On (B)(6) 2012, the pt presented with a seroma. This is ongoing. The pt is under observation for the seroma.

Manufacturer narrative:
(B)(4).